Event description:
Caller reported continuous glucose monitor error 42, which had occurred three or more times without resetting the pump for this specific error. A replacement pump was sent by technical support, and there was no adverse impact to the customer's blood glucose level. Customer was informed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and instructed on storing and returning the problematic pump. Customer acknowledged understanding of instructions for the new pump, including software updates and sensor usage.